Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen for a device change out procedure. The patient reported that their device was corroded and difficulty removing the leads from the header was experienced. The physician had to cut the device so that the leads could be removed. The system was replaced with another manufacture's product. The status of this lead is unknonw. There were no adverse patient effects reported.